Event description:
The reporter stated the device result was discrepant when comparing to another glucose meter, she said her device was 284mg/dl and mother's meter read 94mg/dl. She self treated by eating chocolate cake and drinking orange juice.